Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Additionally, the customer reported image problems for the device.

Manufacturer narrative:
This device is not sold in the us but a similar device is. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air/water channel. Detergent aniosyme 3 is used for pre-cleaning. Automatic endoscopy reprocessor (aer) device is cantel isa medivastor. Detergent used with it is intercept plus and disinfectant used is rapicid pa a and b. The device is stored horizontally in a cantel endodry drying storage cabinet. Maintenance of the device is by olympus. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016 with a number of hygiene related germs and revivable microorganisms less than 1 cfu/endoscope. The returned device has been evaluated. Upon inspection and testing of the device, the device complied with the regulations of france with the testing of microbiological sampling. Additionally, the customer reported issue of image problems was not duplicated. Other observations for the device are: damage to the distal end cover (c-cover); distal end rubber coating (a-rubber) has wear and tear; grip unit is scratched; buttons key top 1 and key top 4 have unclear indications; and ks-mouthpiece is damaged. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, these defects alone were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.